Manufacturer narrative:
The lot number is unknown; therefore, the device history record could not be reviewed. Complaint is confirmed with undetermined root cause. The picture shows one piece of green material with the same color of the syringe bulb. There is no evidence that this small piece fell off from the bulb as the sample was not received. This product is distributed as bulk presentation and the hospitals sterilize the product and make their kits. The manufacturing site cannot determine the exact root cause of this adverse event.

Event description:
It was reported that a piece of the syringe broke off during use. Per conversation with complainant the piece broke off and fell into the patient and was in the joint. No additional medical intervention was needed and the piece was removed without incident.